Manufacturer narrative:
The device is not being returned for evaluation; it was discarded by the customer and therefore, the reported failure cannot be verified or a root cause cannot be determined. However, from past investigations of similar failure modes on s90 electrodes, sparking of the tip is a result of melted manifolds and this melting of the tip is typically seen when the tip is buried in too much tissue, prolonged activation, or being in close proximity of another metal instrument during activation. These are contrary to the precautions stated in the IFU and would cause the damage to the active tip. No further procedural details were provided to determine if aforementioned reasons were the cause of failure in this complaint. Due to an increase trend in this type of melted manifold failures on s90 electrodes, a CAPA has been initiated at the supplier to determine a root cause. No lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff repair that the customer's vapr s90 electrode started sparking at the tip of the device while in the patient's joint space in the middle of the procedure. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales rep reported that no debris was seen in the joint space. The sales rep reported that the customer uses the neptune unit for suction with these devices. The customer already discarded the device.